Event description:
It was reported that the customer passed away due to diabetes complications. It was stated that the customer fell and broke his hip prior to his death. The customer was wearing the insulin pump at the time of death. The customer's wife did not have the insulin pump with her, and she didn't know where it was. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.